Event description:
The customer reported (3) three false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021 and unspecified dates. This is MFR. Report two (2) of two (2) and addresses patients two (2) and three (3). The customer reported (2) false positives result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal swab. Nasopharyngeal and throat swabs were used for pcr confirmation testing and generated negative results. The customer states that the patients were from the emergency room and were placed in isolation after the positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
(B)(6). The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report #s: 1221359-2021-01569.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m133272 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m133272, test base part number 190-430 / lot m133272. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m133272 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.